Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. The 85% stenosed target lesion was located in the severely calcified and moderately to severely tortuous left anterior descending artery. A 2.50 x 38 mm promus element plus stent was selected to treat the lesion. After the stent was deployed, they decided to add another stent to be deployed distally. While attempting to deploy the second stent, the 6f non-bsc guide catheter came contact with the proximal edge of the previously implanted stent. The previously implanted stent was compressed. The procedure was completed by adding 3.0 x 8 mm unspecified stent. No complications were noted and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).